Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The user facility returned asset evis exera iii video system center to the service center. During inspection of the returned device, it was observed that there was dust and foreign material inside of the video connector. There were no reports of patient harm/ involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. However, it was presumed that the video connector could not be connected due to dust accumulation on the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.